Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 489 mg/dl at the time of incident. The customer's blood glucose was 427 mg/dl at the time of the call. Customer reported attempting to treat their blood glucose with a bolus, but their blood glucose would not decline. It was also found the customer was feeling thirsty and was not feeling well from their high blood glucose. The customer declined to check for the presence of leaks and air bubbles during troubleshooting. It was also found the insulin pump passed a high pressure test and self-test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.